Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.

Event description:
It was reported that the lesion was in the mid left anterior descending artery (lad) and the decision was made to predilate and stent the lesion. The procedure began with the insertion of a whisper ms guide wire, followed by pre-dilatation with a 2.0 x 25mm non-abbott balloon dilatation catheter (bdc). The whisper guide wire was replaced with a balance guide wire. An attempt was made to place a non-abbott 2.25 x 28mm stent; however, it would not cross. Pre-dilatation was performed again, this time with a 2.0 x 20mm non-abbott bdc. The balance guide wire was withdrawn and was replaced with the whisper ms guide wire. An attempt was made to cross the same 2.25 x 28mm non-abbott stent; however, it would not cross. An attempt was then made to cross the xience v 2.25 x 28mm; however, this also would not cross the lesion. At this point, the whisper ms guide wire was found separated 20 cm from the tip. There was no reported resistance felt between the stent delivery system (sds) and the guide wire. The xience v sds was removed from the pt and the balance guide wire was inserted in an attempt to connect and withdraw the separated portion of the whisper ms guide wire in the lad; however, this was unsuccessful. The pt was transferred for open heart surgery where the separated portion of the guide wire was removed. The pt was reported to be fine and was being discharged to home soon. No additional event or pt info is available.